Event description:
Report received of tubing separation. The tubing was connected to pt in preparation to deliver cell mass(blood) transfusion. The nurse felt the luer lock connection was loose, it was tightened, and a saline solution infusion was started. The tubing then came apart and air entered the dialysis system. It took 5-6 minutes to purge the air out. The tubing was replaced and the blood transfusion was started and infused without further incident. There was no report of damage to the IV access site, no blood loss, and no report of pt harm.